Event description:
The greater chesapeake and potomac region, manufacturing manager self- discovered that red blood cell (rbc), which was involved in an ntl testing issue wherein the cmv result changed from negative to positive, was released out of quarantine prior to the cmvn (cmv negative) property being removed. This resulted in the rbc being labeled as cmvn. The region gained control of the rbc and it was immediately quarantined pending removal of the property.